Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the (B)(4) materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: the device was not returned; therefore, an inspection could not be performed. Functional/performance evaluation: the device was not returned; therefore, an evaluation could not be performed. Medical records review: the vena cava filter was indicated for dvt. Access was gained to the right femoral vein and the filter was deployed in the infrarenal ivc without incident. Following placement of the filter, an infusion catheter was inserted for pharmacomechanical thrombectomy. Twenty days post filter deployment, an angiographic study demonstrated filter migration caudally and the filter was in a horizontal position. The plan at that time was to have another physician evaluate the filter. Approximately two months post filter deployment, the admitting diagnosis on a hospital registration form was filter retrieval and replacement; however, no reports were provided documenting a filter retrieval or deployment procedure. Approximately three months post filter deployment, a kub demonstrated a filter with normal placement and alignment at the l3-l4 disc space with no migration. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was deployed for history of dvt. Twenty days post filter deployment, an angiographic study demonstrated that the filter migrated caudally and the filter was in a horizontal position. Based on the medical records, the investigation is confirmed for filter migration and tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/possible complications: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall. Filter malposition. Filter tilt. It is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Twenty days post vena cava filter deployment for a history of dvt, imaging identified tilt and caudal migration of the filter. Approximately two months post filter deployment, the filter was retrieved and another filter was deployed (unknown manufacturer). One month later, a kub demonstrated a filter with normal positioning and alignment at the l3-l4 disc space. No additional information surrounding this event was provided in the medical records received.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Twenty days post vena cava filter deployment, imaging identified tilt and caudal migration of the filter. Approximately two months post filter deployment, the filter was removed percutaneously and another filter was deployed. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned. Medical records were provided and reviewed. Bard g2 filter was deployed in an infrarenal inferior vena cava for the patient with deep vein thrombosis. Twenty four days of post-deployment, it was reported that during the course of the examination they did notice that the filter, somehow dislodged and actually appears to have migrated caudally and was now in a horizontal instead of a vertical position. Approximately, after three months an x-ray abdomen kidney, ureter, bladder (kub) 1 view was performed, and it revealed a filter to be in satisfactorily positioned and deployed here at the l3-l4 disc space. No migration has occurred. Therefore, the investigation is confirmed for filter tilt. Based on the provided medical records, there is no clear evidence to confirm for filter migration as it is reported as "appears to have migrated caudally". Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2009). (Method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.